Event description:
It was reported that patient heard alarm 2 days after implant. It was determined through fluoroscopy that the right ventricular (rv) lead was not fully inserted into the header resulting in high impedance values and inability to capture. Intervention was required and the physician re-connected the lead into the header. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: dtba2d1, cardiac resynchronization therapy device (crt-d) , (B)(6) 2013. (B)(4).